Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: one day post procedure. It was reported that one day post an uneventful left internal carotid artery stenting procedure, the patient experienced expressive and receptive aphasia and hypotension. A MRI confirmed a stroke. The patient was started on dopamine and proamitine for hypotension and coumadin was restarted the following day. The hypotension resolved the following day and the medications were stopped. The aphasia resolved three days post procedure and the patient was discharged to home. There was no additional information provided. Study event.

Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Stroke and hypotension are known potential adverse events associated with the use of carotid stents as per the device instructions for use.